Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) returned product is not a genuine novo nordisk product [counterfeit product administered] felt a bad burning sensation [injection site pain] injection was very painful [injection site pain] injection site reaction, increase in inflammation [injection site inflammation] redness around site of injection [injection site erythema] pen smelt of chemicals [product odour abnormal] when she was injecting, she didn't even give herself the full 1mg dose [incorrect dose administered]. Case description: this serious spontaneous case from malta was reported by a pharmacist as "injection site reaction, it looks like it's necrotising(injection site necrosis)" beginning on (B)(6) 2025 , "blisters around site of injection(injection site blisters)" beginning on (B)(6) 2025 , "felt a bad burning sensation(injection site burning)" beginning on (B)(6) 2025 , "injection was very painful(injection site pain)" beginning on (B)(6) 2025 , "injection site reaction, increase in inflammation(injection site inflammation)" beginning on (B)(6) 2025 , "redness around site of injection(injection site redness)" beginning on (B)(6) 2025 , "pen smelt of chemicals(product smell abnormal)" with an unspecified onset date , "when she was injecting she didn't even give herself the full 1mg dose(incomplete dose administered)" with an unspecified onset date , "returned product is not a genuine novo nordisk product, (counterfeit product administered)" beginning on (B)(6) 2025 and concerned a 41 years old female patient who was treated with novofine 32g 4mm (needle) from unknown start date for "product used for unknown indication", , ozempic 1.0 mg (semaglutide 1.34 mg/ml) from (B)(6) 2025 to (B)(6) 2025 for "product used for unknown indication", on (B)(6) 2025 the outcome for the event "returned product is not a genuine novo nordisk product, (counterfeit product administered)" was recovered. Reporter's causality (novofine 32g 4mm) - returned product is not a genuine novo nordisk product, (counterfeit product administered): unknown. Company's causality (novofine 32g 4mm) - returned product is not a genuine novo nordisk product, (counterfeit product administered): possible. Reporter's causality (ozempic 1.0 mg) - returned product is not a genuine novo nordisk product, (counterfeit product administered): unknown company's causality (ozempic 1.0 mg) - returned product is not a genuine novo nordisk product, (counterfeit product administered): possible investigation results. Suspect: novofine 32g 4 mm, batch: pe61607-1. A visual examination of the returned product was performed. One of the returned needles had been tested for flow through the needle tube. During testing it was possible to deliver preparation. It was confirmed that one of the needle tubes was broken off at the needle hub. The observed problem was due to incorrect handling during use. It is confirmed that one of the unsealed back needles was bent. The observed fault was not related to any novo nordisk process. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. Microscopic examination performed. 2 used needles found, 1 with a hook on front needle, and 1 with a broken back needle and a broken front needle. Both needles was covered in a yellow/brown sticky matter. It was confirmed that the needle tube was broken off at the needle hub. The observed problem was due to incorrect handling during use. It was confirmed that the unsealed back needle is broken. The observed fault is not related to any novo nordisk process. The used needle had a damaged needle point. The user may have experienced increased pain or difficulties during penetration. The observed fault was a result of accidental damage during use. Suspect ozempic 1 mg, batch: pp5n682. Visual examination and functional testing were performed. The returned device was found to function normally. When using a new needle there is no problem in using the device. To ensure sterility during use, the preparation contains the preservative agents which, particularly when the rubber membrane is penetrated, may release a characteristic, strong odour. This is quite normal for the preparation in question and does not indicate a quality defect. During examination of the product, no irregularities related to the complaint were detected. The complaint had been registered in the novo nordisk complaint handling system and, when required, a medical evaluation has been performed. Furthermore, a visual examination of the received sample has been performed. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. Macroscopic and microscopic examinations were performed. A test for preservatives was performed. Macroscopy: a1 yellowish hazy gel-like solution. Cartridge holder dirty, yellow/brown stains on side of the cartridge holder. A small scratch in the capsule was seen microscopy: a1 something that appears to look like crystals was observed. No smell test was performed due safety. Due to unknow/damaged product only preservative was performed. The results of the preservatives were found not to comply with the specifications . In the analysis for preservative, no semaglutide peak was seen in the chromatogram .2 unknown peaks were seen in the chromatogram. Based on the performed investigation, it was concluded that the returned product was not a genuine novo nordisk product. The returned product was examined visually/chemically/technically. Based on the performed investigation, it is concluded that the returned product was not a genuine novo nordisk product. One flextouch ozempic was received for investigation, with a suspicion of the pen being a counterfeit. Gfps was asked to investigate. The device was visually inspected and disassembled. The device had already been partially disassembled upon receipt in gfps, and appeared to have been used based on the visible position of the rubber plunger in the cartridge. It was observed that the cartridge holder and cap interior were discoloured, likely due to exposure to an unknown foreign material, and that the visible surface of the housing by the scale drum window was damaged. It was also observed that the contents of the cartridge were unusually hazy, and there was an unusual additional label on top of the usual device label. Finally, the cartridge alu cap was damaged, potentially by a tool. Disassembly in relation to the counterfeit investigation, disassembly showed: correct colour coding (aluminium cap of cartridge, cap, cartridge holder, dial, housing, push button) , cavity numbers, parting lines, injection inlets and other distinctive characteristics were present on all components. It was also observed that the torque spring was partially discoloured, with a few coils appearing more matte than the rest of the torque spring. Conclusion according to this investigation, correct colour coding and distinctive component characteristics indicate that the received pen was a genuine novo nordisk device. Gfps cannot comment on the contents of the cartridge. However, the discolouration of the cartridge holder and cap interior, the observed damage on the visible surface of the housing by the scale drum window and the alu cap of the cartridge, and the slight discolouration of the torque spring are out of the ordinary and the device could not have left novo nordisk in this condition. Additionally, the hazy contents of the cartridge appear unusual, therefore, it is assessed that the device had been tampered with after the device has left novo nordisk. The observed issues were likely due to tampering after the device has left novo nordisk. Visual examination disassembly of the returned device was performed. According to this investigation, correct colour coding and distinctive component characteristics indicate that the received pen is a genuine novo nordisk device. Gfps cannot comment on the contents of the cartridge. However, the discolouration of the cartridge holder and cap interior, the observed damage on the visible surface of the housing by the scale drum window and the alu cap of the cartridge, and the slight discolouration of the torque spring are out of the ordinary and the device could not have left novo nordisk in this condition. Additionally, the hazy contents of the cartridge appear unusual. Therefore, it was assessed that the device had been tampered with after the device had left novo nordisk. The observed issues were likely due to tampering after the device has left novo nordisk. Based on the performed investigations, it was concluded that the device had been tampered with. The product could not have left novo nordisk in this condition since last submission case has been updated with the following information: classification dug-device combination added is non-reportable updated as no for novofine investigation results updated for novofine, ozempic device fields updated for ozempic with medwatch info tab and device addendum tab updated final report ticked, expected date of fu report removed in EU/ca tab for novofine b, c and d, g (imdrf) codes updated in device addendum tab for novofine, ozempic event counterfeit product administered added narrative updated accordingly. Final manufacturer comment: (B)(6) 2025: the suspected product ozempic and novofine needle has been returned to novo nordisk for investigation. Upon preliminary assessment, it was determined that the product in question was a parallel import. Analysis revealed that the pen exhibited contamination evidence, including a yellow stain along its side and a compromised solution. Further investigation established that the returned item was not an authentic novo nordisk product. Moreover, the device displayed signs of tampering after leaving novo nordisk, which may have resulted in an abnormal product odour and the reported injection site reactions. An examination of the needles indicated that the back needle was bent, and in another case, the front needle was broken off. Additionally, the used needle had a damaged tip, which might lead to increased pain or difficulty during injection. These findings suggest that the complications observed are due to improper handling during use and the repeated utilization of the needle. Consequently, the reported injection site reactions are likely linked to the administration of a falsified product and the incorrect handling of both the ozempic pen and the needle. References included: reference type: e2b company number reference ID#: (B)(4) reference notes: reference type: mw 3500a MFR. Rpt. # reference ID#: 9681821-2025-00127 reference notes: medwatch 3500a MFR. Report number. H3 continued: evaluation summary: suspect: novofine 32g4 mm, batch: pe61607-1 a visual examination of the returned product was performed. One of the returned needles had been tested for flow through the needle tube. During testing it was possible to deliver preparation. It was confirmed that one of the needle tubes was broken off at the needle hub. The observed problem was due to incorrect handling during use. It is confirmed that one of the unsealed back needles was bent. The observed fault was not related to any novo nordisk process. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. Microscopic examination performed. 2 used needles found, 1 with a hook on front needle, and 1 with a broken back needle and a broken front needle. Both needles was covered in a yellow/brown sticky matter. It was confirmed that the needle tube was broken off at the needle hub. The observed problem was due to incorrect handling during use. It was confirmed that the unsealed back needle is broken. The observed fault is not related to any novo nordisk process. The used needle had a damaged needle point. The user may have experienced increased pain or difficulties during penetration. The observed fault was a result of accidental damage during use.

Event description:
Felt a bad burning sensation [injection site pain], injection was very painful [injection site pain], injection site reaction, increase in inflammation [injection site inflammation], redness around site of injection [injection site erythema], pen smelt of chemicals [product odour abnormal], when she was injecting, she didn't even give herself the full 1mg dose [incorrect dose administered]. Case description: this serious spontaneous case from malta was reported by a pharmacist as "injection site reaction, it looks like it's necrotising(injection site necrosis)" beginning on (B)(6) 2025, "blisters around site of injection (injection site blisters)" beginning on (B)(6) 2025, "felt a bad burning sensation (injection site burning)" beginning on (B)(6) 2025, "injection was very painful (injection site pain)" beginning on (B)(6) 2025, "injection site reaction, increase in inflammation (injection site inflammation)" beginning on (B)(6) 2025, "redness around site of injection (injection site redness)" beginning on (B)(6) 2025, "pen smelt of chemicals (product smell abnormal)" with an unspecified onset date, "when she was injecting she didn't even give herself the full 1mg dose (incomplete dose administered)" with an unspecified onset date, and concerned a 41 years old female patient who was treated with novofine 32g 4mm (needle) from unknown start date for "product used for unknown indication", ozempic 1.0 mg (semaglutide 1.34 mg/ml) from on (B)(6) 2025 for "product used for unknown indication". Patient's height: 171 cm, patient's weight: 83 kg, patient's bmi: 28.38480220. Dosage regimens: novofine 32g 4mm: ozempic 1.0 mg: on (B)(6) 2025 to not reported, not reported to on (B)(6) 2025. Procedure: intervention of gastric baloon. Treatment included: fusidic acid, augmentin [amoxicillin sodium; clavulanate potassium] (amoxicillin sodium, clavulanate potassium). On (B)(6) 2025, patient administered second ozempic dose and experienced adverse effect skin reaction like felt a very bad burning sensation, stopped injecting, squeezed her tummy because injection was very painful and had redness & blisters around site of injection. Patient also experienced increase in inflammation, pain and looks like it was necrotizing in injection site. On an unknown date pen smelt of chemicals and after injecting pen, she didn't even give herself the full 1mg dose. Batch numbers: novofine 32g 4mm: ozempic 1.0 mg: pp5n682, pp5n682 action taken to ozempic 1.0 mg was not reported. The outcome for the event "injection site reaction, it looks like it's necrotising (injection site necrosis)" was recovering/resolving. The outcome for the event "blisters around site of injection (injection site blisters)" was recovering/resolving. The outcome for the event "felt a bad burning sensation (injection site burning)" was recovering/resolving. The outcome for the event "injection was very painful (injection site pain)" was recovering/resolving. The outcome for the event "injection site reaction, increase in inflammation (injection site inflammation)" was recovering/resolving. The outcome for the event "redness around site of injection (injection site redness)" was recovering/resolving. The outcome for the event "pen smelt of chemicals (product smell abnormal)" was not reported. The outcome for the event "when she was injecting, she didn't even give herself the full 1mg dose (incomplete dose administered)" was not reported. Company comment injection site necrosis, injection site vesicles are assessed as unlisted events and injection site pain, injection site inflammation, injection site erythema are assessed as listed events according to the novo nordisk current ccds information on ozempic. Information on relevant medical history (such as allergy, etc.), clinical course of the events, definitive diagnosis, confirmation on proper injection technique followed, any concurrent infection in the injection site are unavailable which limits thorough medical evaluation. This single case report is not considered to change the current knowledge of the safety profile of the product. References included: reference type: e2b company number, reference ID#: mt-novoprod-(B)(6), reference notes.

Event description:
Case description: reporter's causality (novofine 32g 4mm) - injection site reaction, it looks like it's necrotising(injection site necrosis) : unknown blisters around site of injection(injection site blisters) : unknown felt a bad burning sensation(injection site burning) : unknown injection was very painful(injection site pain) : unknown injection site reaction, increase in inflammation(injection site inflammation) : unknown redness around site of injection(injection site redness) : unknown pen smelt of chemicals(product smell abnormal) : unknown when she was injecting she didn't even give herself the full 1mg dose(incomplete dose administered) : unknown. Company's causality (novofine 32g 4mm) - injection site reaction, it looks like it's necrotising(injection site necrosis) : unlikely blisters around site of injection(injection site blisters) : unlikely felt a bad burning sensation(injection site burning) : possible injection was very painful(injection site pain) : possible injection site reaction, increase in inflammation(injection site inflammation) : possible redness around site of injection(injection site redness) : possible pen smelt of chemicals(product smell abnormal) : possible when she was injecting she didn't even give herself the full 1mg dose(incomplete dose administered) : possible. Reporter's causality (ozempic 1.0 mg) - injection site reaction, it looks like it's necrotising(injection site necrosis) : unknown blisters around site of injection(injection site blisters) : unknown felt a bad burning sensation(injection site burning) : unknown injection was very painful(injection site pain) : unknown injection site reaction, increase in inflammation(injection site inflammation) : unknown redness around site of injection(injection site redness) : unknown pen smelt of chemicals(product smell abnormal) : unknown when she was injecting she didn't even give herself the full 1mg dose(incomplete dose administered) : unknown. Company's causality (ozempic 1.0 mg) - injection site reaction, it looks like it's necrotising(injection site necrosis) : unlikely blisters around site of injection(injection site blisters) : unlikely felt a bad burning sensation(injection site burning) : possible injection was very painful(injection site pain) : possible injection site reaction, increase in inflammation(injection site inflammation) : possible redness around site of injection(injection site redness) : possible pen smelt of chemicals(product smell abnormal) : possible when she was injecting she didn't even give herself the full 1mg dose(incomplete dose administered) : possible. Since last submission case has been updated with the following information: expected date of follow up report was updated narrative updated accordingly. References included: reference type: mw 3500a MFR. Rpt. # reference ID#: 9681821-2025-00127 reference notes: medwatch 3500a MFR. Report number.